Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the cycler. It was also reported that the patient developed peritonitis and started on antibiotics.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Clinical investigation indicates the peritonitis event information was provided as relevant recent patient history. A device history record was extracted and device met requirements. Device was not returned to the manufacturer and therefore no investigation was conducted. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.